Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported their open spine clamp is worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the returned clamp was found to be in good condition. The adjustment screw is not worn and functions normally. The head of the screw has tool marks but does not deter function. No problem found. Testing was unable to replicate the reported issue.